Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient who was receiving baclofen with a concentration and dose of 4,100 mcg/ml at 3,146 mcg/day via an implantable drug delivery pump. It was reported that the patient¿s pump stalled briefly on (B)(6) 2020 and then started again after a few minutes. It then stalled a second time (date unknown) and then started again. There were no external/patient/environmental factors involved and no diagnostics or interventions were performed. The rep received a phone call from the hcp office who called to inquire about getting a pump approved for implant on (B)(6) 2020. The patient¿s pump eri date is (B)(6) 2020. Surgical intervention for the patient's pump replacement is scheduled for (B)(6) 2020. The issue was not resolved at the time of the report. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was explanted and was placed in the mail on 2020-may-11 for return to the manufacturer.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) who reported that the cause of the motor stall was not determined but the pump will be explanted on (B)(6) 2020 and then sent back for analysis to determine cause. The motor stall resolved on its own. This information had been confirmed with the physician. No further complications were reported.